Event description:
A (B)(6) pt underwent nanoknife ire treatment for pancreatic cancer, for the 3rd time, on (B)(6) 2010. During this treatment an event was reported. A software glitch was encountered and required multiple troubleshooting attempts. A re-boot of the system was required, which would prolong the procedure. Ablation then followed and pulses were delivered successfully.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. A records review of quality inspection and manufacturing documents found no anomalies. A review of the hardware service database showed a phone support was provided regarding the generator around the time of issue. It was noted that the software glitch issue reported was being corrected in the next version of the software. The cause of the multiple reboots was a software glitch that was noted for inclusion in the next version of software. No further action was taken at the time of event. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).